Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with an unknown mentor saline prosthesis and a mentor smooth round moderate profile 425cc saline prosthesis. Bilateral capsular contracture (baker¿s grade unknown) was observed on (B)(6) 2017. As a result, bilateral explant without replacement was performed on (B)(6) 2017.

Manufacturer narrative:
The explantation date of (B)(6) 2017 was erroneously submitted with the mwr-15022018-0000058584 on 3/13/2017. This error was discovered on (B)(6) 2017, and will be set as the new awareness date. The correct explantation date is (B)(6) 2017. Manufacturer¿s reference number: (B)(4).